Manufacturer narrative:
H3/h6: the suspected device was returned for evaluation. Review of the event history log (ehl) found an error code 41622. The device was visually inspected. A functional test was performed, and the reported issue was confirmed. The cause of the reported issue was due to bad motor. The investigation found the downstream occlusion (dso) seal. As a result, all affected parts were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing after repair.

Event description:
It was reported that the motor struggled during infusion. There were no patient involvement and harm. Evaluation of the returned device identified a detached downstream occlusion (dso) seal. This leads to interruption of therapy while in use.